Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Patient information is limited. The overall baseline gender characteristics is male; the age of the patients was approximately (B)(6) years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "safety of leadless pacemaker implantation in the very elderly." Heart rhythm. 2020. 1¿6 doi: https://doi.org/10.1016/j.hrthm.2020.05.022. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding leadless pacemaker implantation in the very elderly. The article reports patients who experienced procedure-related complications, such as hematomas, one which required a blood transfusion without the need for surgical repair and some without the need for intervention. There was also one patient who suffered a pericardial effusion which required pericardiocentesis and transfusion of blood products. The status/ disposition of the devices is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.